Event description:
Heraeus medevio dresden had received a customer complaint notification from customer: the problem was described as followed: during a surgical procedure on (B)(6), while removing the introducer, it was cut and remained in the patient's artery. The practitioner had to make an open incision at the tibia to retrieve the part that remained in the patient, extending the procedure by more than an hour and a half.

Manufacturer narrative:
The root cause of the incident is unknown at the time of the initial report. The complaint device will be returned for an evaluation. Information provided by the customer and the DHR review will be done as part of the root cause investigation.

Manufacturer narrative:
Initial report submitted on 30 september 2025, per MFR #: 3003637635-2025-0012. The complaint device was returned. The DHR/batch record review showed that there is no production or design issue that can lead to the defect which caused the complaint case. There is no process related root cause found from DHR review, root cause is established as human error - execution.

Event description:
Heraeus medevio dresden had received a customer complaint notification from customer: the problem was described as followed: during a surgical procedure on (B)(6), while removing the introducer, it was cut and remained in the patient's artery. The practitioner had to make an open incision at the tibia to retrieve the part that remained in the patient, extending the procedure by more than an hour and a half.